Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned for service and a "service required"code was observed in the ventilator's downloaded event log. The device's internal battery was replaced to address the issue. During the evaluation at the manufacturer's service center, the device's sensor board was replaced as a precaution.  The sensor board was returned to the manufacturer's product investigation laboratory for further evaluation and additional testing found the sensor board failed test steps. The root cause of the failure was the mt5 flow and mt2 proximal sensors out of tolerance.